Event description:
It was reported, "shiley ett size 2.5 has the numbers rubbed off from 6 to 7mm. Decision made to exchange ett, so that tube depth can be properly visualized". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated complaints 3003898360-2024-00927 and 3003898360-2024-00954.

Manufacturer narrative:
Qn#: (B)(4). The full UDI number is not available. As complainant did not report a lot number. Complaint verification testing could not be performed. As it was reported, that the sample is not available for return. Without the device to evaluate, the complaint could not be confirmed. And the probable cause could not be determined, from the available information. Teleflex will continue to monitor and trend for reports of this nature.